Manufacturer narrative:
Insulin pump had reservoir tube lip completely broken off and test reservoir will not lock or click in place, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, cracked reservoir tube window, stained end cap sticker, minor scratched and cracked display window. Unable to perform the displacement test, basic occlusion and occlusion test due to reservoir tube lip anomaly. Insulin pump passed the prime or compromised force sensor system alarm and excessive no delivery tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s low blood glucose level was 48 mg/dl and after treating with juice blood glucose level was 80 mg/dl. The customer reported that the insulin pump delivers too much insulin when asleep or something and cannula kept falling asleep because reservoir compartment was damaged and cracked. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.